Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-03875. Related manufacturer reference number: 1627487-2022-03876. It was reported the patient experienced a burning sensation at the ipg site and uncomfortable stimulation. As a result, the system was explanted in (B)(6) of 2021.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.

Manufacturer narrative:
The reported event of uncomfortable stimulation was not confirmed. Visual inspection of the lead did not identify any anomalies. The lead was tested and passed all testing.